Manufacturer narrative:
No additional information available.

Event description:
Cement didn't adhere to implants. Palacos cement used. Surgeon comment: apparently surgeon has revised two other patients of mine over the last year or so that were both medacta knees. In both of those cases there was no adherence of cement to the metal components. From what I understand, one of the knees was revised because of mid flexion instability and the other one had incompetence of the medial collateral ligament.